Manufacturer narrative:
E1; reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Analysis was performed by remote service personnel which included performance testing of the affected device. The results of the analysis were that after calibration the system was working to its specification. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the device was out of calibration. The issue was resolved after calibration and the product is back in service.

Event description:
Philips received a complaint on an intellivue mmx device indicating that the device didn't read high non invasive blood pressure pump (nibp) readings correctly. The device was in use on a patient at time of event, there was no adverse event reported.